Event description:
It was reported that the device power does not turn on and the power immediately turned off. The customer returned the product for the power not turning on, and during physical inspection it was found that the device had an error 1720 multiple times in the event history logs (ehl). This occurred during priming at the facility, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have multiple error 1720 found. There was no damage to the device. The cause of the customer reported problem was an anomaly in the backup capacitor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the backup capacitor, and the pump passed all functional tests and performed as intended after repair.